Event description:
The biomed reported that there is no audio on the central station. The device was reported to be in clinical use. No adverse event to the patient or user was reported.

Manufacturer narrative:
A philips remote support engineer (rse) assisted the biomed with troubleshooting. Biomed stated that rebooting host caused audio to work and resolved issue. Biomed is not onsite to provide hostname or software version. The rse emailed biomed information about windows speaker settings and the service guide. The customer is taking responsibility for servicing the device. The customer has been notified to contact philips for any follow up at which point a new service order will be created, if applicable. As the software revision and serial number are unknown; the most recent pic ix software revision 4.5.1.0 was used for reporting purposes.